Manufacturer narrative:
Analysis was unable to confirm the customer comment of "faulty" and "noise". The analyzer passed functional and systems tests. No cable was returned with the analyzer however it was noted that the patient connector was damaged. The analyzer was replaced and sent on for failure analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was "faulty" during implant procedures and was showing a lot of noise. The analyzer was changed out and returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.